Event description:
It was reported that the pump was submerged in water and consequently not working at all. There was no adverse impact to the customer¿s blood glucose level. The customer planned to use multiple daily injections as a backup therapy to ensure insulin delivery was not interrupted.